Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device did not provide an expected error message. No adverse event was reported. The infusion device was returned for product evaluation.